Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'sec 322' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. Evaluation found causality with the link being out of specification the link was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no known patient injury or medical intervention associated with this event. No additional information is available.